Manufacturer narrative:
Date of initial report : 2017-05-02. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device became difficult to open and locked on tissue. No patient injury reported. Another device was opened to continue the procedure.

Manufacturer narrative:
Further additional information received confirming that this is a duplicate report for a single device issue. This issue has also been reported under medwatch 1717344-2017-05277. Any further information for this complaint issue will be submitted as a follow-up to medwatch 1717344-2017-05277. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.